Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer intermittently holds the cartridge down to complete the load process. Customer's blood glucose ranged from 200-300 mg/dl. A new cartridge was successfully loaded. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.